Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 70 compared to the labs 150 mg/dl. Tests were done within 10 minutes. Patient has been cleaning meter incorrectly and does not have control solution. Patient did not experience any adverse events. No further information has been reported.